Event description:
It was reported that a patient underwent a pvc (premature ventricular tachycardia) ablation procedure with a thermocool smarttouch sf (stsf) catheter, and the patient experienced syncope and pain that required prolonged hospitalization. When mapping in the rvot (right ventricular outflow tract), procedure was on going for about 30 minutes with the stsf catheter with adequate flow. No heparin or pain medication had been administered. Patient was on noak (non-vitamin k antagonist oral anticoagulants) medication. Suddenly, the patient became uneasy with involuntary movements and sounds. She became fully unresponsive. Transthoracic echocardiogram was performed and indicated discrete pericardial effusion. However, it was confirmed to be unchanged from earlier, as previous imaging was reviewed. No action was taken. Blood pressure was low during patient's unconscious period. Slowly the patient came around within 12-15 minutes after onset, patient was again fully awake and could answer all questions adequately. Patient informed that prior to fainting, she felt pain and discomfort. She had previously had a vaso-vagal syncopies and the event was ultimately linked to this. There was discussion about a possible stroke, but was dismissed and she could freely move all extremities and answer all questions adequately. The procedure was abandoned. No ablation was performed. Patient was transferred to the ICU (intensive care unit) for a few hours of observation. The patient fully recovered, however, required extended hospitalization overnight. No catheter malfunction is suspected. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31522455l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No (B)(4).